Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inlay changed due to dislocation and worn 18 month after implant. Doi: unknown; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8382038. Device history review: was manufactured on 09-sep-2016. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.